Event description:
It was reported that the patient presented for a routine device change out. Prior to the procedure, upon review, it was noted that the left ventricular (lv) lead exhibited high capture thresholds. Diagnostic imaging was performed and no placement issues were noted. The lead was explanted and replaced. The patient was discharged.